Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 1/11/2017 and also phoned the customer to troubleshoot the event. The fse had the customer blow canned air into the grad sensor and the error cleared. The fse arrived at the customer site and cleaned and lubricated the components. The customer was able to run patient samples. The instrument was verified as operational. No further action required by field service. The most probable cause of the reported event was dust in the gradient sensor.

Event description:
On (B)(6) 2017 a customer reported high pressure with their g8 analyzer. Technical support advised the customer to change the filter but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.